Event description:
This 40 year old patient first had breast augmentation in january 1987 and soon after developed burning pains in the chest. In january 1988 she developed an irritable bowel syndrome. In june, 1989 she continued with pain and had the implants removed and replace. Since that time she has developed arthralgia, shortness of breath, nausea and fatigue. The patient had a bilateral perirposthetic with removal of the implants. Both implants were intact, however there was sticky fluid between the capsule and implantinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.